Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using aspart insulin. Tandem customer technical support informed customer that aspart insulin is indicated for use with tandem supplies for 3 days. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Customer changed pump supplies to address the elevated bg level and occlusion issues.